Manufacturer narrative:
Device evaluation summary: mentor conducted visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to have bubbles measuring from 0.1 cm x 0.1 cm to 0.3 cm x 0.4 cm. Leak testing was performed, in accordance with mentor procedures, and a puncture was noted on the anterior view measuring 0.1 cm. Bubbles observed in the breast implant could be caused by the puncture. Microscopic examination was performed on the edges of the puncture, and parallel striations were found in the whole area of the puncture. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: bubbles mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that bubbles were observed within the 250cc mentor memorygel breast implant being used for revision breast reconstruction procedure. There were no patient consequences or additional information reported. This report is being submitted due to reportable findings upon receipt of physical device on (B)(6) 2025. Mentor is aware that the date of implant (B)(6) 2022) is prior to the manufacturing date (july 20, 2023) of lot 9939503. Follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted.